Manufacturer narrative:
The insulin pump had intermittent button response due to flattened (creased) act buttons dome switch. No unexpected numbers ramping/scrolling during testing. The unit also had cosmetic damage: minor scratches on the lcd window, cracked case at display window corner, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that a button on his insulin pump was unresponsive and that there was a circle next to the reservoir icon. His blood glucose at the time of incident was 112 mg/dl. The customer did not recall any significant events leading up to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.